Event description:
It was reported that, "performed case, and the component pistoned up and down a bit, did not fit properly in the tibial tray. Used another of the exact same size and that one fit."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.